Manufacturer narrative:
(B)(4). Reported event of proximal release stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that an ultraflex esophageal proximal release stent was to be used to treat a malignancy in the esophagus during a stent placement procedure performed on (B)(4) 2017. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, the physician started deploying the stent but could not pull the deployment suture more than halfway through. The physician removed the partially deployed stent and the procedure was completed with a different device. Reportedly, the patient complained of throat pain post procedure and was under observation; the patient was discharged from the hospital without pain. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a partially deployed ultraflex esophageal proximal release stent was returned for analysis. Visual examination of the returned device found that the shaft of the delivery system was kinked and the proximal end of the delivery system shaft containing the handle, pull ring, and proximal end of the deployment suture, have been removed. Functional analysis of the device found that the stent was able to be manually deployed by pulling on the deployment suture, distal to the skived side port. No other issues were identified with the device. The complainant was unable to provide any additional information regarding the cut off handle of the device. The proximal end of the delivery system shaft containing the handle, pull ring, and proximal end of the deployment suture, appears to have been removed, likely by the doctor after experiencing deployment issues. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, there is no evidence that the device was used in a manner inconsistent with the labeling.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that an ultraflex esophageal proximal release stent was to be used to treat a malignancy in the esophagus during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, the physician started deploying the stent but could not pull the deployment suture more than halfway through. The physician removed the partially deployed stent and the procedure was completed with a different device. Reportedly, the patient complained of throat pain post procedure and was under observation; the patient was discharged from the hospital without pain. The patient¿s condition at the conclusion of the procedure was reported to be stable.